Event description:
It was reported that the lead exhibited high impedance. A chest x-ray revealed the lead was fractured. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.